Event description:
A malfunction alarm identified as "malf 9" was reported, but there was no adverse impact to the customer's blood glucose level. The pump had not been reset for this malfunction within the last 24 hours, so technical support provided instructions for resetting it. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump with guidance to call back if the issue reappears.